Event description:
It was reported that the pcu stopped and multiple instances of system error code 800.8000.0 were displayed. The pump modules flashed red lights and infusions stopped. The pumps were infusing d10.2 with 20 meq (milliequivalent) potassium (k)/l at 15.6 ml/hr; gentamicin IV given at 1934 over five minutes; nafcillin IV given at 2015 over 60 minutes. There was a delay in therapy and the nurse had to switch pumps. There was patient involvement but no reported harm.

Manufacturer narrative:
Correction: d.11.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, further information was not provided.

Event description:
It was reported that the pcu stopped and multiple instances of system error code 800.8000.0 were displayed. The pump modules flashed red lights and infusions stopped. The pumps were infusing d10.2 with 20 meq (milliequivalent) potassium (k)/l at 15.6 ml/hr; gentamicin IV given at 1934 over five minutes; nafcillin IV given at 2015 over 60 minutes. There was a delay in therapy and the nurse had to switch pumps. There was patient involvement but no reported harm.